Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2016-00472. It was reported the patient experienced a cerebrospinal fluid leak during a permanent implant procedure on (B)(6) 2016. The issue occurred when the doctor attempted to place the second lead. In turn, the doctor performed a blood patch and inserted the second lead in a different location. The patient was asymptomatic following the procedure. Note: both leads are being reported because it is unknown which device was associated with the cerebrospinal fluid leak.